Event description:
It was reported that the patient underwent a three-level cervical fusion procedure using rhbmp-2/acs to treat a neck injury. One day post-operatively, the patient experienced difficulty breathing and died. Reportedly, the physician stated that the outcome had nothing to do with the surgery, which was described as "well performed." No additional information has been provided.

Manufacturer narrative:
Article citation: carreyrou, john. "In small california hospitals, marketing of back surgery." The wall street journal. (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.